Event description:
On (B) (6) 2010, pt reported she was changing her insulin cartridge this evening and the plunger stuck on the piston rod. Pt stated there was a small quantity of insulin left in the cartridge and some moisture on the sides of cartridge compartment. Pt reported the insulin did not pour out so she dried the cartridge compartment out thoroughly with a cotton swab. Reviewed how to successfully catch the plunger with the end of her original cartridge. Advised her to tilt the infusion device upside down when removing the cartridge to lessen the pressure. Advised her to go through the change the cartridge process. Pt reported she was able to prime until she saw insulin drip from the end of the tubing and placed infusion device back in run mode. On call back on (B) (6) 2010, pt reported ongoing concerns with the piston rod. Pt stated the piston rod continues to malfunction and blood glucose is now "above 400 mg/dl". Pt reported the piston rod will not retract properly. She stated it continues to wind but the "long metal piece" is fully retracted. Pt reported she is not able to complete the cartridge change process. She stated she attempted to insert the cartridge and the top, black piece of the piston rod broke off. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.